Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported the implantable neurostimulator (ins) moved and flipped inside the patient. The patient was listed for surgery to have the ins repositioned. Battery site pain was also noted, but it was unclear if the patient experienced this. Over time, the implanter had adapted their surgical technique from using suture holes to fix the ins, using skin glue to stick ins, and making sure the pocket created was not too big. It was unknown which technique was used for this patient.